Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy procedure, while using the large needle driver instrument one of the "needle holder trays" fell out and inside the patient's abdomen. The fragment was successfully retrieved and removed at the end of the surgery. The procedure was completed robotically without further complications. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the large needle driver instrument to perform failure analysis.

Manufacturer narrative:
Updated sections: g3, g6, h2, h6, h11. Additional information: the procedure was a radical intraperitoneal prostatectomy with lymphadenectomy surgery. The incident occurred when the large needle driver instrument was inserted through the cannula into the patient's abdomen. A portion of the "tray" of the needle driver instrument was immediately observed to be broken and had fallen inside the patient. The fragment was successfully retrieved during the same procedure. However, no postoperative imaging studies, such as x-ray or ultrasound, were performed to confirm the absence of additional retained fragments.

Event description:
Refer to h11 for follow-up information.